Event description:
Swan ganz 7fr prepped for insertion. Balloon inflated without difficulty. Catheter inserted under fluoroscopy. Balloon inflated but not seen on fluoro. When catheter removed, balloon not intact. No adverse event to pt.